Event description:
It was reported that log files were sent for review. The log file captured no external power alarms and multiple other associated alarm types on (B)(6) 2025. This was caused by power to the mobile power unit (mpu) being briefly interrupted. Tech services noted that this may have been due to the mpu alternating current (ac) power cord coming loose at the ac wall outlet or house power disruption. There was no interruption in pump support during these events. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
Section a: date of birth was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via review of the submitted log file. The log file contained information spanning approximately ~24 days ((B)(6) 2025 to (B)(6) 2025 per timestamp. Abnormal power cable disconnect, low power hazard, and no external power alarms were observed between 1:38:00 and 1:38:06 on (B)(6) 2025 while the controller was connected to the mpu. The sequence of events appears to be consistent with a loss of ac power to the mobile power unit. The abnormal alarms cleared when external power appeared to be restored to the system. While external power was lost, the controller¿s backup battery activated as intended and the pump maintained a speed within the expected range. Multiple attempts were made to gather additional details including potential causes of the power loss, the serial number of the affected unit, and information related to product return; however, no response was received. The root cause of the reported event cannot be conclusively determined through this analysis. The device history records could not be reviewed, as the serial number was not provided. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.